Event description:
(B)(6) clinical study. It was reported that right arm pain occurred in (B)(6) 2011, the patient presented with substernal chest discomfort associated with shortness of breath and diaphoresis. The patient was diagnosed of unstable angina and underwent cardiac catheterization which revealed a 2.5x30mm, long, de novo, bifurcated, 90% stenosed lesion located from mid left anterior descending (lad) artery to the 2nd diagonal branch artery. It was treated with pre-dilatation and placement of a 2.25 x 32 mm taxus liberte stent. Following post-dilatation residual stenosis was 0%. However, after stent placement the patient experienced right arm pain when the 6f runway cls3 guide catheter was pulled out. The pain was treated with administration of midazolam and fentanyl and no further treatment was required. The patient was discharged on aspirin and prasugrel two days post procedure.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).